Event description:
The baxter rep reported an infusion pump with no audible end of syringe alarm during service. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.